Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in date of event is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned, and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt), pulmonary embolism (pe), and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt, and pe do not represent a device malfunction. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis, pulmonary embolism, and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b4, b5, d1, d4, g3, g4, g7, h1, h2, h4 and h6. It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned, and caused deep vein thrombosis, pulmonary embolism, and stenosis, blood clots, clotting, and/or occlusion of the ivc. Additional information received from a second amended patient profile form states that the patient also experienced inferior vena cava (ivc) perforation and a leg ulcer. The indication for the filter implant was acute pulmonary embolism (pe) and left leg deep vein thrombosis (dvt) after a recent left leg fracture. The filter was placed via the right common femoral vein and deployed just below the confluence of the renal veins, in good position without angulation and expanded to oppose the ivc wall. The patient tolerated the procedure well. Approximately three weeks later the patient presented to the emergency room with a three-day history of low back pain, the patient also had increase pain with weight bearing. During the emergency room assessment, the patient was noted to be non-compliant with the anticoagulation regimen. The patient was also noted to be agitated and using bad language. A venous doppler ultrasound showed extensive left lower extremity dvt involving the tibial, popliteal, femoral, and iliac veins, with marked progression of thrombus compared to the prior study performed three weeks ago. The physician discussed with the patient administering intravenous heparin and the thrombolytic therapy for the clots, the patient did not wish to proceed. The patient¿s toxicology screen was positive for opiates, oxycodone, marijuana. Because of the back pain, an x-ray of the back was performed, noting no acute fracture and an ivc filter in place. The patient was also noted to have a fever, which the patient said happens frequently. A work up for the fever was not performed as the patient was ultimately discharged, in lieu of leaving against medical advice. The patient was educated and advised regarding compliancy and also advised to consider staying, but strictly refused. The patient was prescribed antibiotics at the time of discharge. The patient has a history of manic-depressive episode with significant aggressive behavioral issues. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced the events include patient (non-compliance), pharmacological and lesion characteristics. Blood clots, clotting and/or occlusion of the ivc and stenosis do not represent a device malfunction. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. With the limited information provided the reported events could not be confirmed or clarified, nor a conclusion about a relationship to the filter be drawn. Pain, depression, edema of the legs and leg ulcer do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
This patient experienced the previously reported events of clotting, occlusion, stenosis, swollen legs, pain, depression, post-procedural pulmonary embolism and an inflammatory reaction. Additional information received from a second amended patient profile form (ppf) states that the patient also experienced inferior vena cava (ivc) perforation and leg ulcer.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned, and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis, pulmonary embolism, and stenosis, blood clots, clotting, and/or occlusion of the ivc. The indication for the filter implant was acute pulmonary embolism (pe) and left leg deep vein thrombosis (dvt) after a recent left leg fracture. The filter was placed via the right common femoral vein and deployed just below the confluence of the renal veins, in good position without angulation and expanded to oppose the ivc wall. The patient tolerated the procedure well. Approximately three weeks later the patient presented to the emergency room with a three-day history of low back pain, the patient also had increase pain with weight bearing. During the emergency room assessment, the patient was noted to be non-compliant with the anticoagulation regimen. The patient was also noted to be agitated and using bad language. A venous doppler ultrasound showed extensive left lower extremity dvt involving the tibial, popliteal, femoral, and iliac veins, with marked progression of thrombus compared to the prior study performed three weeks ago. The physician discussed with the patient administering intravenous heparin and the thrombolytic therapy for the clots, the patient did not wish to proceed. The patient¿s toxicology screen was positive for opiates, oxycodone, marijuana. Because of the back pain, an x-ray of the back was performed, noting no acute fracture and an ivc filter in place. The patient was also noted to have a fever, which the patient said happens frequently. A work up for the fever was not performed as the patient was ultimately discharged, in lieu of leaving against medical advice. The patient was educated and advised regarding compliancy and also advised to consider staying, but strictly refused. The patient was prescribed antibiotics at the time of discharge. The patient has a history of manic depressive episode with significant aggressive behavioral issues. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced the events include patient (non-compliance), pharmacological and lesion characteristics. Blood clots, clotting and/or occlusion of the ivc and stenosis do not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and stenosis could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis, pulmonary embolism, and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the medical records, the patient developed chest pain on the right side, computed tomography (CT) showed significant moderate right lower clot pulmonary embolism, and also significant clot in his left leg. The indication for filter implant was deep vein thrombosis (dvt) and non-compliance. The patient had been on a coumadin regimen; however, was non-compliant to that regimen. Ultrasound venous doppler revealed extensive left lower extremity dvt involving the tibial, popliteal, femoral and iliac veins, with marked progression of the thrombus from the previous study. A venacavogram showed a patient inferior vena cava (ivc), the filter was placed just below the confluence of the renal veins, in good position and opposed to the ivc wall. There were no reports of complications. The patient was admitted again, at discharge the diagnoses were recurrent left lower extremity due to inactivity ¿ status post extensively fractured fibula, severe non-compliance, fever secondary to inflammatory response to dvt, improving abnormal chest x-ray status post pulmonary embolism (pe), chronic back pain and history of manic depressive episode with significant aggressive behavioral issues.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned, and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis, pulmonary embolism, and stenosis, blood clots, clotting, and/or occlusion of the ivc. The indication for the filter implant was acute pulmonary embolism (pe) and left leg deep vein thrombosis (dvt) after a recent left leg fracture. The filter was placed via the right common femoral vein and deployed just below the confluence of the renal veins, in good position without angulation and expanded to oppose the ivc wall. The patient tolerated the procedure well. Approximately three weeks later the patient presented to the emergency room with a three-day history of low back pain, the patient also had increase pain with weight bearing. During the emergency room assessment, the patient was noted to be non-compliant with the anticoagulation regimen. The patient was also noted to be agitated and using bad language. A venous doppler ultrasound showed extensive left lower extremity dvt involving the tibial, popliteal, femoral, and iliac veins, with marked progression of thrombus compared to the prior study performed three weeks ago. The physician discussed with the patient administering intravenous heparin and the thrombolytic therapy for the clots, the patient did not wish to proceed. The patient¿s toxicology screen was positive for opiates, oxycodone, marijuana. Because of the back pain, an x-ray of the back was performed, noting no acute fracture and an ivc filter in place. The patient was also noted to have a fever, which the patient said happens frequently. A work up for the fever was not performed as the patient was ultimately discharged, in lieu of leaving against medical advice. The patient was educated and advised regarding compliancy and also advised to consider staying, but strictly refused. The patient was prescribed antibiotics at the time of discharge. The patient has a history of manic depressive episode with significant aggressive behavioral issues. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced the events include patient (non-compliance), pharmacological and lesion characteristics. Blood clots, clotting and/or occlusion of the ivc and stenosis do not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and stenosis could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. Pain, depression, edema of the legs and an inflammatory reaction do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis, pulmonary embolism, and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the medical records, the patient developed chest pain on the right side, computed tomography (CT) showed significant moderate right lower clot pulmonary embolism, and also significant clot in his left leg. The indication for filter implant was deep vein thrombosis (dvt) and non-compliance. The patient had been on a coumadin regimen; however, was non-compliant to that regimen. Ultrasound venous doppler revealed extensive left lower extremity dvt involving the tibial, popliteal, femoral and iliac veins, with marked progression of the thrombus from the previous study. A venacavogram showed a patient inferior vena cava (ivc), the filter was placed just below the confluence of the renal veins, in good position and opposed to the ivc wall. There were no reports of complications. The patient was admitted again, at discharge the diagnoses were recurrent left lower extremity due to inactivity ¿ status post extensively fractured fibula, severe non-compliance, fever secondary to inflammatory response to dvt, improving abnormal chest x-ray status post pulmonary embolism (pe), chronic back pain and history of manic depressive episode with significant aggressive behavioral issues. Per the patient profile form, patient reported blood clots, clotting, and/or occlusion of the ivc, leg swelling and pain, and depression.